Manufacturer narrative:
Visual inspection performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the blood glucose test would not start with test sample insertion, with the adc blood glucose meter. On (B)(6)2020, the customer went to a walk-in clinic, but did not receive diabetes related treatment. The customer then began experiencing symptoms of dehydration, pain, diarrhea, and sweating, and self-presented at a hospital on (B)(6)2020. The customer was diagnosed with hyperglycemia, and reported receiving unspecified treatment for dehydration and pain relievers. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the blood glucose test would not start with test sample insertion, with the adc blood glucose meter. On (B)(6) 2020, the customer went to a walk-in clinic, but did not receive diabetes related treatment. The customer then began experiencing symptoms of dehydration, pain, diarrhea, and sweating, and self-presented at a hospital on (B)(6) 2020. The customer was diagnosed with hyperglycemia, and reported receiving unspecified treatment for dehydration and pain relievers. There was no report of death or permanent injury associated with this event.